Manufacturer narrative:
UDI: (B)(4). The initial reporter¿s phone number is: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. A visual and functional assessment was performed on the device which found that the device had a drilled leg. This type of damage is indicative excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported (B)(6) that during service and evaluation, it was determined that the craniotome device had a drilled leg. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.